Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600's mg/dl. Cause was not known. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.